Event description:
It was stated that the system tilted to a negative angle by itself which caused the patient to almost fall off the table. It was stated that the control board was modified with some wires by a third party service organization and that the issue was resolved by the third party service engineer replacing the board. It is currently unclear which part exactly is meant by control board. System motion can always be stopped by the user by pressing the emergency stop button. Even though in this case no injury was communicated, it is assumed that in worst-case a minor to serious injury might be the outcome should the issue recur and a patient slide off the table head-first.

Manufacturer narrative:
E1: the reporting facility contact¿s telephone number is (B)(6). H3, h6: initial corrective actions/preventive actions implemented by the manufacturer: no general problem has been detected for the installed base which requires an immediate action. Manufacturers preliminary analysis: the exact cause for the issue has not been determined. It is currently assumed that the modified control board might have been the cause; however, the investigation is ongoing. A supplemental report will be submitted if additional information becomes available upon completion of the investigation.

Manufacturer narrative:
The reported issue was investigated. It was stated that the system tilted to negative angle without given command, and the patient almost fell off the table. It was confirmed that the operator did not use the shoulder holder correctly to fix the patient¿s position on the table. The patient was not injured due to this incident. According to the information provided, the movement to the negative angle was intended by the operator, however, the system unexpectedly performed the movement prior to the user giving the command. Furthermore, it was stated that the customer was using a "unit control board" that had been modified by a third-party organization. The customer confirmed they were aware of the modification. Since the customer does not have a service/maintenance contract with siemens, no detailed information, logs, or images of the affected board could be provided. It is unclear what type of modification was made to the system. The cause of the modification is also unknown. It is assumed that a modification of the remote-control console or the tableside control console or the remote-control console connector board m1.d35 had been performed. The board m1.d35 is a connector board e.g., for the remote consoles, can connection, footswitches in the basic unit and other components connected to the stand control unit. The stand control unit is responsible for all system movements. No general problem is known for these components. Based on the information available, it is not possible to determine the root cause of the problem or any other problems that can occur due to the modification. According to the information available, the modified board was replaced by another third-party board. It was communicated that no siemens parts were replaced. After the replacement, the system was returned to use. It is recommended not to use the system with a modified board. It is highly recommended to use original spare parts to ensure proper function. The repair shall be performed by an authorized and trained service and according to the service instructions. Any unintended or unexpected movements can be stopped immediately by pressing the red emergency stop buttons as described in the operator manual (see xpd3-500.620.02.01.02 / red emergency stop button / page 33). The correct use of the shoulder holders is also described in detail in the operator manual (see xpd3-500.620.02.01.02/ shoulder supports / page 330). The complaint is closed with this statement and without further measures.

Manufacturer narrative:
H11 corrected data: d4: UDI number was reported in correct format.